Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, the pt reported that within 1 hour of changing her insulin infusion headset, her blood glucose will elevate to 300-400 mg/dl range with her normal range being 120-150 mg/dl. She said she also has elevated readings after lunch and her dr has advised her to decrease her insulin to carb ratio. Symptoms are sleepiness and urination. She stated she knows the recommended time to change her headset, but changes it every 3-4 days. A guide to infusion site management was sent to the pt. On f/u on (B) (6) 2010, the pt stated she went to her dr today and they reviewed her site areas. The dr advised her to use her stomach and to not use her hip area as much. No product will be returned for eval.